Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was unknown. The customer stated that it took her 45 minutes for her assistant to get a reservoir filled. The customer stated that she had to throw away 4 reservoirs due to air bubbles. The customer stated that a piece of the reservoir was crooked. The customer stated that she gets assistance with checking for drops and air bubbles because she is sight impaired. The customer stated that the size of the air bubbles is larger than soda bubbles. The customer was advised that rewinding with a reservoir in place will create air bubbles. The customer stated that the pump was not rewound with a reservoir in place. The customer was advised that the insulin should be stored at room temperature to prevent gassing out when it warms in the pump. The customer was advised to have her assistance call the help line.

Manufacturer narrative:
Reliability analysis evaluated one sealed reservoir. The reservoir passed per specification. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found.